Event description:
On (B)(6) 2012, (B)(6) received a complaint from (B)(6) regarding sub-optimal tissue processing. On (B)(6) 2012, (B)(6) received info from the complaint that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by (B)(6) is continuing.